Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use with a bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes there was abnormal additive form. The following information was provided by the initial reporter: one of our staff turned in this tube because it did not look normal and like the rest. There are two bubbles, fluid or some foreign matter and looks to have vapor droplets. I have inspected 20-30 others in our donor room this morning and all looked normal.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes there was abnormal additive form. The following information was provided by the initial reporter: one of our staff turned in this tube because it did not look normal and like the rest. There are two bubbles, fluid or some foreign matter and looks to have vapor droplets. I have inspected 20-30 others in our donor room this morning and all looked normal.